Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual test was performed - found bubbled dso seal and damaged uso seal. Functional test was performed - found that the dso sensor was malfunctioning. Procedures/instruments used for testing: g:01840-cz, pwi-10019249. The customer's indicated failure was replicated, and the root cause was the faulty dso sensor. As a result, the dso sensor was replaced, along with the dso seal and bezel, and the uso seal. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period.

Event description:
It was reported that there was a downstream occlusion alarm. The equipment was not connected to the patient when the problem was reported, and the pump was taken for routine checking. There was no patient involvement and no harm/adverse event reported.